Manufacturer narrative:
A fracture of the rv conductor was noted at 3.2cm from the connector pin. This fracture is consistent with the field observation of high hv impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that having been lost to follow-up for the previous four years, the patient presented with syncope. High, out of range, high voltage lead impedance was noted and fracture was suspected. The lead was explanted and replaced.